Event description:
It was reported that the patient got a hazard alarm when connected to the power module or her mobile power unit (mpu) but no alarms were showing up on the system controller. A self-test was performed, and it passed with all lights showing up and both tones heard. Log file review revealed no unusual events in the log file history. The system controller was exchanged which resolved the alarms.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The system controller and mobile power unit were exchanged which resolved the alarms.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of atypical disconnect alarms on the system controller was confirmed and reproduced. A review of the submitted controller event log file (020329) spanned approximately 2 days (20mar2025 ¿ 21mar2025 per time stamp). There were no notable alarms active in the log file. The returned system controller, serial (B)(6), was functionally tested and was able to support pump function for an extended period of time. The black and white cables were manipulated and the system controller started to alarm for power cable disconnect and no external power. The power cables were swapped in order to continue with testing. Continuity testing revealed no anomalies in the power cables. Insulation testing was performed and the yellow alarm out wire and green and clear power wires from the white power cable were shorting to shield when flexed. The cable jacket and shielding of both power cables were stripped. All three wires in the white power cable had a breach in the insulation which resulted in the short to shield. The power wires shorting to shield can cause fluctuation in bus voltage and result in alarms. The alarm out wire shorting to shield causes audible alarms without anything displaying on the controller. The root cause for the reported event was a short to shield on the power wires and alarm out wire of the white power cable. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain how to troubleshoot the system controller, including power cable disconnect, low voltage, and no external power alarms. Heartmate 3 instructions for use section 8-¿equipment storage and care¿ and heartmate 3 patient handbook section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller. No further information was provided. The manufacturer is closing the file on this event.